Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. Product ID 3889-28, lot# va0hp78, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) for a clinical study, via a manufacturing representative, reported the device was ¿not working well¿ and the position was ¿not optimal.¿ the entire system was explanted and replaced on (B)(6) 2016.

Event description:
Additional information previously reported in manufacturing report #3004209178-2017-00279 symptoms included severe bladder and bowel urgency in setting of neurogenic bladder from spine infection/injury; the patient had sacral neurostimulation to help control bladder and bowel urgency and incontinence. There was a plan for placement of a new lead that aimed to result in better control of symptoms (urgency). Interventions included reprogramming on (B)(6) 2015 and lead replacement on (B)(6) 2015. Medications were administered and the event resulted in in-patient hospitalization and urgent care visit. Diagnostic tests included surgical pathology, examination and imaging, noting c-arm fluoroscopy up to 3 hours on (B)(6) 2015. The event resolved without sequelae on (B)(6) 2015. It was noted that the event was ¿possibly¿ related to the device or therapy and ¿unlikely¿ related to the implant procedure. Indications for use included urinary dysfunction and gastrointestinal/pelvic floor.

Event description:
Additional information received reported the neurostimulator was explanted and replaced on (B)(6) 2015 as well as the lead.

Event description:
Information received from a healthcare provider (hcp) for a clinical study, via a manufacturing representative, reported the device was ¿not working well¿ and the position was ¿not optimal.¿ the entire system was explanted and replaced on (B)(6) 2016. On 2016-09-28 clinical update (rep, hcp, sdy, for): additional information received reported the placement of the lead and implantable neurostimulator (ins) were not in optimal position and were not working well. Clinical diagnosis included neurogenic bladder and urinary urgency. On 2016-12-14 e2, interface update (rep, hcp, sdy, for): additional information received clarified the system was explanted on (B)(6) 2015, not 2016. Actions and outcome remain unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was normal battery depletion so a new battery was implanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the placement of the lead and implantable neurostimulator (ins) were not in optimal position and were not working well. Clinical diagnosis included neurogenic bladder and urinary urgency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.